Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative, regarding a patient receiving unknown baclofen (750mcg/ml, at unknown dose). And sufentanil (3000mcg/ml, at unknown dose) via an implantable pump. The indication for use was intractable spasticity. It was reported, that the manufacturer representative (rep) showed up for a refill today, where a patient's drug concentration, dose and infusion mode did not change. The rep stated, no bolus was administered. And confirmed, no new drug was added/no drug was removed. The rep stated, they walked the physician through the programming. And once completed, confirmed, the only change made was updating the reservoir volume. The rep stated, patient went white and purple in the face, unresponsive and unconscious. The rep stated, the paramedics were called, CPR was performed. And the patient regained consciousness. The rep stated, patient was taken to the hospital. The rep could not confirm, if there was swelling around pump pocket (if there was a pocket fill). And said that the physician did not know what happened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the weight was not provided to the rep. It was unknown by the rep if a pocket fill occurred. The cause of the patient losing consciousness was not provided to the rep. After the patient was transported to the hospital, the hospital called the rep hours later. The rep went to the emergency room where the patient was located. The ER physician and the managing physician decided to lower the pump to minimum rate and the rep assisted.